Manufacturer narrative:
Batch review performed on 4 october 2019: lot 153974: 60 items manufactured and released on 18-nov-2015. Expiration date: 2020-10-31. No anomalies found related to the problem. To date, 60 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: partial hip revision surgery (femoral component) performed 3 years after cementless total hip arthroplasty in a (B)(6) year old man. Radiographic image provided show the presence of radiolucent lines in gruen zones 1 and 7 and a slightly shortened leg, or perhaps subsidence of the stem secondary to loosening. The very neat demarcation lines suggest the possibility of a negative reaction of bone to implant, usch as an osteolytic process or local infection, but no information is available on these possibilities. No definite cause could be determined for this adverse event.

Event description:
Revision surgery performed, 3 years after primary surgery, due to stem loosening. The stem was successfully revised.